Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 20% to 0% within 30 minutes and subsequently the pump shut down due to insufficient power. The pump was connected to a power source and was able to be turned on. The customer's blood glucose (bg) level was impacted (560 mg/dl) with moderate ketones. A manual injection was delivered to address bg level. It was indicated that the customer would continue to use the pump until the replacement pump was received.